Event description:
It was reported that threshold and sensing were 'very bad', lead impedance was low, and there was blood on the inner surface of the insulation. The lead was removed. No patient complications were reported as a result of this event.